Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, heavily calcified, 90% stenosed mid left anterior descending artery. The 4.0x28 mm xience prime stent delivery system (sds) would not cross to the lesion due to the anatomy. Another 4.0x28 mm xience prime sds was attempted; however, also would not cross. Resistance was felt during advancement and retraction of both devices due to the anatomy. Another unspecified sds was advanced successfully and used to complete the procedure and the patients final outcome was satisfactory. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional xience prime referenced is being filed under a separate medwatch report.